Event description:
Hcp reported the catheter was malfunctioning. The catheter was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.